Manufacturer narrative:
The customer¿s experience of syringe volume discrepancies was not confirmed. The pcu event log shows the last infusion on pca module (B)(4) was programmed at 8:44 pm on 05 april 2018. The user programmed a pca dose only infusion of hydromorphone 1:1 30mg in 30ml (drugid 240) using a 35ml monoject syringe with 29.208ml detected. Each pca request delivered 0.1ml. The infusion ran until the device was removed at 11:46 am on (B)(6) 2018. Between 8:44 pm on 05 april 2018 and 11:46 am on 06 april 2018, there were 22 delivered pca dose requests for a total of 2.2ml and 32 requests not delivered due to the lockout interval. A review of the device history record in sap for (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the (B)(4) which confirmed no similar complaints with the same or related failure mode. A determination regarding syringe volume discrepancies due to the lack of information provided.

Event description:
The customer is requesting assistance in determining the root cause for volume discrepancies found when administering hydromorphone 1mg/ml in 30ml with a demand dose 0.1mg every 15 minutes through the pca channel. Users have found a discrepancy between the remaining volume to be infused and the expected volume. There was no patient harm.